Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial:(B)(6) . Batch: (B)(6) .

Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing discomfort due to overstimulation. The physician suspected that the lead had migrated. The patient underwent a revision procedure wherein the leads were explanted and replaced. The patient is doing well postoperatively. The leads were discarded by the medical facility.